Event description:
It was reported that the device apparently withheld therapy during an episodes of ventricular tachycardia (vt), as the device classifying it as supra ventricular tachycardia (svt) due to onset criteria. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.